Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system cat rx kit. During the procedure, while attempting to advance the indigo system catrx aspiration catheter (catrx) over a guidewire, the catrx lumen was punctured. The catrx was then removed and the procedure was completed using a new catrx. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the indigo system catrx aspiration catheter (catrx) was kinked approximately 129.5 ¿ 130.0 cm from the hub. The guidewire lumen was punctured approximately 133.0 ¿ 133.5 cm from the hub. Conclusions: evaluation of the returned catrx confirmed a punctured guidewire lumen. If the catrx is mishandled at extreme angles while advancing the device over a guidewire, the guidewire may puncture the guidewire lumen. Further evaluation revealed a kink near the puncture. If the guidewire punctures the lumen, resistance may be encountered while advancing the device. If the catrx is advanced against resistance, the device may become kinked. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.